Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of foam particles inside the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, at the manufacture's third-party's service center the device was visually inspected and found evidence of foam particles inside assembly. The device has been scrapped.

Manufacturer narrative:
Correction box h a correction has been made in the problem code grid.